Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/migration of essure device/failure to occlude fallopian tube/ ultrasound did not show essure in left fallopian tube"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): miscarriage") and abortion spontaneous ("pregnancy (termination): miscarriage") in a 25-year-old female patient (gravida 3, para 2) who had essure (batch no. 627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2008, (B)(6) 2005), miscarriage and cholecystectomy. Concurrent conditions included obesity, unspecified and abdominal pain. Concomitant products included drospirenone + ethinylestradiol (yasmin) in 2001, drospirenone + ethinylestradiol (yaz) from 2001 to 2002 and medroxyprogesterone (depo provera) in 2001 for birth control as well as clonazepam (klonopin), gabapentin, gabapentin (neurontin), levetiracetam (keppra), meloxicam (mobic), tizanidine hydrochloride (zanaflex) and topiramate (topamax). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain: pelvic") and fatigue ("fatigue"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced weight increased ("weight gain/ loss (specify which one)weight gain"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), visual impairment ("vision/eye problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)") with vaginal discharge. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 4 years 8 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced device breakage (seriousness criterion medically significant). In 2015, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). In 2018, the patient experienced endometriosis ("other injury complication :endometriosis"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), device expulsion ("expulsion of essure device"), eye disorder ("vision/eye problems"), nervous system disorder ("neurological conditions orproblems type: (unspecified)") and reproductive tract disorder ("reproductive system disorder"). Last menstrual period and estimated date of delivery were not provided. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, female sexual dysfunction, dysmenorrhoea, dyspareunia, device expulsion, pelvic pain, visual impairment, eye disorder, weight increased, fatigue, endometriosis, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, nervous system disorder, reproductive tract disorder and hypertension outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, nervous system disorder, pelvic pain, pregnancy with contraceptive device, reproductive tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she had not underwent esure (or any part) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs received. Event:blood or heart disorder/condition type was updated with high blood pressure. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/migration of essure device/failure to occlude fallopian tube/ ultrasound did not show essure in left fallopian tube"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): miscarriage") and abortion spontaneous ("pregnancy (termination): miscarriage") in an adult female patient (gravida 2, para 2) who had essure (batch no. 627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2008, (B)(6) 2005), miscarriage and cholecystectomy. Concurrent conditions included obesity, unspecified and abdominal pain. Concomitant products included drospirenone + ethinylestradiol (yasmin) in 2001, drospirenone + ethinylestradiol (yaz) from 2001 to 2002 and medroxyprogesterone (depo provera) in 2001 for birth control as well as clonazepam (klonopin), gabapentin, gabapentin (neurontin), levetiracetam (keppra), meloxicam (mobic), tizanidine hydrochloride (zanaflex) and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), pelvic pain ("pain: pelvic"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), weight increased ("weight gain"), fatigue ("fatigue"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cardiovascular disorder ("blood or hear disorder (unspecified)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") with vaginal discharge, nervous system disorder ("neurological conditions or problems type: (unspecified)") and reproductive tract disorder ("reproductive system disorder"). Last menstrual period and estimated date of delivery were not provided. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, female sexual dysfunction, dysmenorrhoea, dyspareunia, device expulsion, pelvic pain, visual impairment, eye disorder, weight increased, fatigue, endometriosis, vaginal haemorrhage, menorrhagia, cardiovascular disorder, cystitis, urinary tract infection, vaginal infection, nervous system disorder and reproductive tract disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, cardiovascular disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nervous system disorder, pelvic pain, pregnancy with contraceptive device, reproductive tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/migration of essure device/failure to occlude fallopian tube"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): miscarriage") and abortion spontaneous ("pregnancy (termination): miscarriage") in an adult female patient (gravida 2, para 2) who had essure (batch no. 627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2008, (B)(6) 2005), miscarriage and cholecystectomy. Concurrent conditions included obesity, unspecified. Concomitant products included drospirenone + ethinylestradiol (yasmin) in 2001, drospirenone + ethinylestradiol (yaz) from 2001 to 2002 and medroxyprogesterone (depo provera) in 2001 for birth control as well as clonazepam (klonopin), gabapentin, gabapentin (neurontin), levetiracetam (keppra), meloxicam (mobic), tizanidine hydrochloride (zanaflex) and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage, genital haemorrhage, pregnancy with contraceptive device and abortion spontaneous (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), pelvic pain ("pain: pelvic"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), weight increased ("weight gain"), fatigue ("fatigue"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cardiovascular disorder ("blood or hear disorder (unspecified)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") with vaginal discharge, nervous system disorder ("neurological conditions orproblems type: (unspecified)") and reproductive tract disorder ("reproductive system disorder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, female sexual dysfunction, dysmenorrhoea, dyspareunia, device expulsion, pelvic pain, visual impairment, eye disorder, weight increased, fatigue, endometriosis, vaginal haemorrhage, menorrhagia, cardiovascular disorder, cystitis, urinary tract infection, vaginal infection, nervous system disorder and reproductive tract disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, cardiovascular disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nervous system disorder, pelvic pain, pregnancy with contraceptive device, reproductive tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: the case was upgraded in the incident category. The reporter information was updated. This case concerns adult patient. Patient demographic was updated. Her historical condition and concurrent condition was added. Concomitant medication was added. Essure indication was updated. Essure lot number was added. Essure was ongoing at the time of the report.event: injured/ severe physical injuries was updated to malposition of essure device/migration of essure device/failure to occlude fallopian tube, pregnancy (stillbirth or miscarriage): miscarriage, pregnancy (termination): miscarriage, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, pain: pelvic, vaginal discharge, vision/eye problems, weight gain, fatigue, endometriosis, abnormal bleeding (vaginal, menorrhagia), blood or hear disorder (unspecified), infection (bladder/urinary tract/vaginal), neurological conditions orproblems type: (unspecified), reproductive system disorder, she did not underwent essure confirmation test and device ineffective. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.